Manufacturer narrative:
(B)(4). Batch # unk.   A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide more details for ¿stapling was defective¿? Were there unformed or malformed staples seen? Or was the staple line missing staples (incomplete staple line)? Could you please clarify if was there any patient consequence? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a colorectal anastomosis, the stapling was defective. The anastomosis has been performed again with another device.

Manufacturer narrative:
(B)(4). Date sent: 02/21/2020. D4: batch # t5cw5g. Additional information was requested, and the following was obtained: were there unformed or malformed staples seen? The staples were unformed. Or was the staple line missing staples (incomplete staple line)? No. Could you please clarify if was there any patient consequence? Unk. Device analysis: the analysis results found that the ecs29a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.